Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed kinks to the hypotube 28cm and 29.5cm from the handle. The collar is separated, and the ptfe is still holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to that device that may have contributed to the difficulty to cross the lesion.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that device could not cross the lesion. The target lesion area was located in the left coronary artery. A 145 guidezilla was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of same device. No complications were reported and the patient is stable. However, device analysis revealed a collar separation.